Manufacturer narrative:
Internal report reference number (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. Product testing was performed and no defect found on returned test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055 user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: follow-up call to ensure the initial concern is resolved is unable to be performed as contact information was not provided. Note 2: this complaint event took place outside of the united states (china).

Event description:
Consumer reported complaint for erratic blood glucose test results; reference complaint number (B)(4). The customer had lodged a complaint with the market supervision bureau of guiyang economic and technological development zone in guizhou province about the accuracy of the truemetrix test strips. As a result, a sales representative had gone to the pharmacy where the customer had purchased the product. On-site testing was conducted, and the person being tested was a market supervision official (who self-reported having diabetes with a fasting blood glucose level of around 8 mmol/l). The test results using the customer¿s truemetrix test strip was 10.1 mmol/l, while the new batch of truemetrix test strip showed 8.4 mmol/l, and the ug-11 code (another model of blood glucose meter) showed 8.2 mmol/l. The test trips had been returned, and control solution testing was carried out; some of the results exceed the control solution of level 2 and level 3 (level 2 resutls:6.4/6.7/6.5 mmol/l; level 3 results:18.4/18.9/18.2 mmol/l. There were no adverse events related to product. The test strip lot manufacturer¿s expiration date is 01/17/2026 and open vial date was not provided. The meter memory was not reviewed for previous test result history.